Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with normal operating currents, no alarms noted. The device had cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed weak battery when he was leaving the gym. He changed the battery and it alarmed button error and none of the buttons are responsive. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.